Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 433 mg/dl at the time of incident, her current blood glucose was 204 mg/dl.. Customer reports the following symptoms related to their high, he did have a headache he was really fine they were testing. Customer was treated her high with the pump .customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Recent high blood glucose event began on (B)(6) 2017 blood glucose of 205 mg/dl. Infusion was last changed on (B)(6) 2017. Based on customer report customer does not allege pump was under delivering. Advised to disconnect the quick release. Customer declined to continue troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.